Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind process. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 82 alarm noted during the testing. Successfully downloaded history files and traces using thump. No pump error 82 alarm recorded in the detailed trace file. However, pump error 82 alarm was recorded and found in the formatted history file on 01/22/2025 18:31:54.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 22-jan-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.03 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Pump error 82 alarm was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file, earliest data recorded was on 01/28/2025 07:31:38.000. Pump error 82 alarm, problem isolated to the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.